Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, as the opticross catheter was advanced to the lesion, a severe resistance was felt at the proximal part and the opticross catheter got stuck in the lesion. The device could not be removed despite pulling it with force; therefore, the driveshaft cable was taken out and inserted a 0.25-inch guide wire in the opticross catheter to release it from being trapped on the lesion part. The procedure was completed with another of the same device. There were no patient complications.